Event description:
The hospital reported that after a coronary artery bypass procedure was completed, and small piece of metal was visualizd during follow up chest x-rays. Patient was returned to surgery for removal of metal piece, it was discovered that was the heartstring anchor. No further patient complicaitons were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not retured to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.